Event description:
Tubing was slightly broken before it enters the reservoir on an eclipse homepump (model # e102000; lot 0202747400), filled with daptomycin 750 mg/ 0.9 percent sodium chloride 100 ml.